Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the keyboard overlay and the issue was resolved.

Event description:
It was reported that the keyboard was unresponsive (error 3132). The device was in use at the time of the event; however, there was no patient harm. Event date not specified; estimate used.